Event description:
It was reported that a jade 14 otw was using right superficial femoral artery (sfa) and right common femoral artery intervention via right foot pedal access. The patient had multiple interventions on right side with multiple non-abbott devices used for closure. When the jade 14 otw was inflated on the common femoral, the non-abbott device clips caught onto the balloon. The balloon popped and the shaft separated. The patient was sent to surgery. Laser atherectomy was used in common femoral and sfa. Additional information was received via e-mail on 2026/4/30: 1. Why was the patient sent to surgery? Was the surgery caused by jade 14 otw? Yes, patient went to surgery because the balloon separated and could not be retrieved from an endovascular approach. 2. What exactly was the surgery? Please share more details with us. Femoral cutdown to remove the separated balloon. 3. Except the surgery, did the patient experience any complications or harms related to our product? No. 4. What is the current patient status? Patient is fine. 5. Will the product be returned? No, discarded. The non-abbott closure device was "celt"- it was reported that a jade 14 otw was used in right superficial femoral artery (sfa) and right common femoral artery intervention via right foot pedal access. The patient had multiple interventions on right side with multiple celt devices used for closure. When the jade 14 otw was inflated on the common femoral, the celt clips caught onto the balloon. The balloon ruptured and the shaft separated. The patient was sent to surgery as the balloon separated and could not be retrieved from an endovascular approach. Femoral cutdown was performed to remove the separated balloon. Laser atherectomy was used in common femoral and sfa. The patient did not experience any complications or adverse effects with the jade 14 otw. The patient was stable.